Event description:
It was reported the patient had overstimulation. The patient increased the amplitude from 0.8 to 12 with the programmer and got a cramp. It was noted the patient was hospitalized and could do a CT scan before anything happens. It was noted the patient had bleedings and pain in the pelvic floor area. It was stated the patient was alive with no injury. It was reported the patient left the hospital on (B)(6) 2013 and was feeling pretty well. It was noted the patient will come back to the hospital on (B)(6) 2013 to start the ¿test phase.¿ it was stated the bleeding/hematoma came from the needle penetrating the foramen and not from the cramp. Reportedly the patient got cramps fairly easily.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 309333, lot# 0207455777, implanted: (B)(6) 2013, product type: lead. Product ID: 3537, serial# unknown, product type: programmer. (B)(4).

Event description:
Additional information received was unclear in indicating if the hematoma was treated and what medication was used. It was reported they used a different screener, but the patient got cramps or pain again after an hour or so. The patient was to have another test in ¿february or so¿ and lead remained implanted. A second follow up report will be sent if additional information is received.